Event description:
Information received indicated the bed would drift into the trendelenburg position when the head up function was pressed.

Manufacturer narrative:
Information received the trend valve may have been stuck. The trend handle was moved and the bed started to operate properly. Moving the trend handle may have released the trend valve. Bed is back in service with no issues.